Manufacturer narrative:
Medwatch submitted to the FDA on 01/29/2016. (B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of skin discoloration, hard lumps, inflamed lumps, swelling, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Undesirable effects the patients must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Haematomas. Induration or nodules at the injection site. Staining or discolouration of the injection site. Poor effect or weak filling effect. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Reported events found within following journal article: ¿exclusive: teacher, (B)(6), who had (B)(6) fillers from thai (B)(6) site to look like (B)(6) is devastated when her lips turn blue and lumpy,¿ daily mail, published online 01/07/2016. Patient allegedly injected in the lips with juvéderm. After developing symptoms, the patient was then allegedly injected ¿with more fluid they claimed would correct the problem.¿ this fluid is unknown. After this fluid injection, symptoms worsened. Subsequent doctor thinks it is possible patient was initially injected with silicone and not juvéderm. Author notes "within months" of juvéderm injection, the patient "was devastated when hard, wart-like lumps formed on [the patient's] mouth." Patient also says the "lips swelled up" and "later turned blue." Author also notes, "eventually, hard yellow lumps formed on [the patient's] already-lumpy lips." Patient stated, "the more I touched them the more inflamed and uncomfortable they became." Author notes the patient was in "constant pain." Surgery is planned as symptoms are not yet resolved.